Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis andfurther information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose readings of 455 mg/dl. Customer stated that their blood glucose readings are going high and low suddenly. Customer has treated the high blood glucose readings with the insulin pump. Customer declined troubleshooting for the high blood glucose readings. Customer stated that they tried to pull the plunger out of the reservoir and it was stuck and would not come out. Reservoir is expected to return for analysis.

Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Performed pre-fill reservoir test. Performed manual test to reservoir and found plunger easy to release from stopper-plunger. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.